Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not heat up enough to coagulate properly. Another device of the same type was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 01/05/2017. Date of follow-up report: 02/08/2017. One lf1212 was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed. No entries pertinent to the cutstomer's report were noted.